Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 252927a, model/catalog description: artisan surgical lead 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.